Event description:
It was reported that on (B)(6) 2022, a 16mm amplatzer septal occluder was chosen for implant. During the procedure, it was reported that the device was not able to deploy well and was not fully released from the delivery system. It was decided that the product would be replaced using a 18mm non-abbott occluder. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of the device not being able to deploy well was reported. Device deformation did not occur, but the cardiac structures had interaction with the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the device went too deep into the rim of the aorta and that the device was not meant to make contact. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.h6: device code 1254 was removed.

Event description:
Subsequent to the initially filed report, the following information was received: an 8f amplatzer trevisio intravascular delivery system was used to deliver the device. There was no noticed angulation or kinks in the delivery system. When attempting to implant the device, the right atrium disk went deeper than anticipated and interacted with the rim of the aorta. There was no resistance noted when attempting to implant the device. No deformation was reported. The replacement device did not make contact with the aorta. No additional information was provided.